Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that experienced a blood leak at the end of a patient¿s hemodialysis (hd) treatment. The estimated blood loss to the patient was unknown. It was confirmed the patient's treatment was ended when the leak occurred, and confirmed there was no change to the patient's health. Upon follow up, it was confirmed that machine tests were made and the minor blood leak alarm no longer appeared and the equipment was functioning correctly. Due diligence attempts were exhausted, but additional information was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. The technician advised that the blood leak alarm no longer appeared and the equipment functioned correctly. The technician reportedly cleaned the affected components to return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.